Manufacturer narrative:
Product investigation completed. The pump was visually inspected; contamination was found. The pump was not functionally tested due to contamination. The cylinders were visually inspected and functionally tested. Cylinder 1 has a leak attributed to wear in the proximal cylinder body; hole was present. Product analysis concluded that identified the fluid loss in cylinder 1 was the post probable cause of the reported event, as device would not be functional after the system fluid was lost. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. No information was provided about the patient's outcome.